Event description:
In 2008 tech - siderails were loose and intermittent not latching, repaired siderails. About 25 days later, sum - tsr stated that the latching of the intermediate siderails was intermittent. Problem due to wear and tear. Tsr replaced the siderail side arms, the dowel for the latch mechanism.